Event description:
Customer reported on (B)(6) 2024 from the us that the one of her elvie pumps started smoking and making a popping noise as it pumped and turned off permanently, unable to turn back on. Customer alleged that the other pump was hot and not staying charged customer claimed that she had a raw ring around her nipples that causes bleeding and stinging and after sessions would to apply neosporin or vasoline to help heal the torn skin. The customer gpt back in touch on the (B)(6) 2024 to state that she has reached out to her doctor and was being treated with antibiotics for mastitis.

Manufacturer narrative:
The initial complaint from the customer claimed that her pumps were 'hot' and 'smoking'. Elvie pump contains a diagnostic feature that if connected to the companion mobile app, allows our chiaro engineers to remotely interrogate the device and perform several checks including a "thermal test" to understand the maximum temperature recorded during use. If conducted, this can help determine whether the pump was operating within its allowable temperature specification. This test is reliant on either the device being returned to us, or cooperation from the user remotely. Due to the nature of complaint the customer care team requested that the customer connect to the app in order to perform a remote thermal test. The customer was able to connect and the devices were interrogated remotely. One of the pumps unfortunately did not provide any data, which often means that the device was not connected for long enough. The second pump connected and it was determined that the temperature measured at the time of incidence was within the product temperature specification, however, it had been used passed the recommended usage time of 40 minutes as per the IFU (aw-000562-d). The customer was advised to adhere to the recommended use time in future pumping sessions. The customer did not reconnect so that the second pump could be tested again. In addition to the initial complaint, the customer has reported that she has developed mastitis. Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although some evidence points to a higher rate of occurrence in women using breast pumps versus those who are breastfeeding, the overall guidance states mastitis is caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump use causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer was requested to provide proof of purchase, which when provided was determined to be from an 'unauthorised amazon seller'. Therefore, we are unable to process the customer's request for a refund. The customer care team has requested that the product be returned for investigation and offered a replacement upon the return of the devices. We therefore can not conclude whether the pumps are faulty at this stage. After return of the devices and investigation, if any further cause is determined, a follow up report will be sent.